Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the screws placed with the aid of navigation were not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to reduce this anticipated risk as low as reasonably practicable are already in place there have been no corrective actions performed for this specific patient and according to the hospital there were no direct negative clinical effects for this patient due to this issue. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the displaced screws is that during the registration of the patient, the navigation software did not find a match between the virtual display of the preoperative image dataset and the actual patient anatomy that was as accurate as desired for this specific surgery. Apparently the resulting shift between virtually displayed data and the actual patient anatomy was not detected during the required accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
A spine surgery for an open stabilization of c1 until th2 was planned to be performed with the aid of brainlab navigation system spine & trauma 3d 2.5. During the procedure the surgeon: attached the navigation reference array on vertebra th2. Performed the initial registration (matching of virtual display of preoperative image dataset and actual patient anatomy). Verified the accuracy of the registration and determined it to be appropriate. Used a navigated drill guide to prepare the bone canals on th1 and th2 and placed a k-wire in the prepared canals. Placed 4 cannulated screws via the inserted k-wires with a non-navigated screw driver. Placed additional screws in other vertebras without the aid of navigation. After the surgery the surgeon detected that the screws on th1 and th2, which have been placed with the aid of navigation, were not positioned as intended. There have been no corrective actions performed for this specific patient and according to the hospital there were no direct negative clinical effects for this patient due to this issue.